Event description:
It was reported that the patient underwent a procedure on (B) (6) 2010, involving an allthread peek anchor. The anchor site was prepared with an allthread awl and tap. The anchor was inserted about a third of the way and then fractured. Two halves of the proximal portion of the screw body were removed, then a trephine was used to remove the remaining screw body. A grasper was used to remove the sutures and anchor tip.

Event description:
It was reported that the patient underwent a procedure on (B) (6) 2010, involving an allthread peek anchor. The anchor site was prepared with an allthread awl and tap. The anchor was inserted about a third of the way and then fractured. Two halves of the proximal portion of the screw body were removed, then a trephine was used to remove the remaining screw body. A grasper was used to remove the sutures and anchor tip. A thirty minute delay occurred as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it fractured by an overload.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).